Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was running very slow, pausing every two seconds. It was very slow to interrogate a device, and when the interrogation was complete, it made a loud noise when opening the quick look screen. The screen went black and a system error appeared. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer powered up to a system error.. It was also indicated that the keyboard hinge was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.